Event description:
Info was rec'd that reported a pt was hospitalized in 2008 due to an incident of hyperglycemia. At bedtime a day prior, the pt had a blood glucose of 180 mg/dl. She awoke the next morning nauseous and vomiting. Prior to hospitalization her blood glucose was 558 mg/dl. Upon admit to the hosp her blood glucose was 481 mg/dl. She was treated with IV fluids and insulin. The device will be returned for eval; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Eval summary: the suspect device was returned and evaluated. Delivery and accuracy tests were performed, the device was found to pass all delivery and accuracy tests. No operational or functional failure was detected, and the product was within specification.